Event description:
It was reported via repair work order that the scale was inaccurate and bed exit alarms were not functioning properly due to the load cells malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.